Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad partially split in cross direction although it was activated only two or teree times during a lobectomy procedure. The split portion was a little floated from the grasping section. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus's local distributor, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus¿s local distributor. According to the provided photo, it was confirmed that the tissue pad was peeled off. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.